Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was dark which blocked graphics and text. Additionally, the touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.